Manufacturer narrative:
The device was in use for treatment. The lead was capped, and it will not be returned for analysis. As a result, the allegations against this lead cannot be confirmed. No subsequent device or clinical adverse events have been reported. The event will be re-evaluated if additional information becomes available. The device history records and the complaint files of the lead model was reviewed. No trend of the same or similar type was found or indicated.

Event description:
On (B)(6) 2015 the customer reported this lead was capped because it had a low impedance, less than 200 ohms in bipolar operations which led the physician to believe that there was an outer insulation failure. No subsequent device or clinical adverse events have been reported. The lead was actively implanted for approximately 10 years, 5 months.